Event description:
In 2008, a patient was brought in for a cardiology procedure, as the patient presented with chest pain on a week earlier. During the procedure, the physician could see on ivus that there was an aneurysm formation outside of a stent placed in the left anterior descending during the index procedure two-years ago. It appeared to be a false lumen outside of a stent. The physician's opinion is that the stent involved is a cypher stent used in the index procedure. According to the physician, the patient had a late event of raised troponin and chest pain after coming off plavix. Patient was on plavix for 18 months.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.